Event description:
It was reported that the device withheld therapy for ventricular tachycardia (vt). The device either withheld therapy inappropriately or the wavelet template was incorrectly established originally. The physician terminated the vt with cardioversion and reprogrammed the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4244, competitor implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.